Event description:
It was reported that during the implant procedure, the patient¿s anatomy was very tortuous in the cs (coronary sinus) and the lead would not stay in place. The lead was removed and a different lead with a different curve to help maintain stability was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).